Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and stent moved on balloon. The target lesion was located in a chronic totally occluded right coronary artery. A 3.0 x 12 synergy stent was advanced to treat the lesion. However, during the procedure, the stent would not deploy and could not be pulled back through the guide catheter. Upon removal of the device, guide wire and guide catheter, it was observed that the stent was half way off the balloon. The procedure was completed with another 3.0x12mm stent. No patient complications were reported.